Event description:
Per complaint report form: the pt underwent explant of the valve due to paravalvular leak. The explanted valve showed no ingrowth of tissue on the silzone sewing cuff. The valve will not be returned, but a piece of the sewing cuff will be sent. It was replaced with sjm 31mj-501.